Event description:
As reported by the field clinical specialist (fcs), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position. During valve deployment, there was a distal balloon rupture of the 26mm commander delivery system (ds). Subsequently, there was difficulty withdrawing the ds back into the 14fr esheath+. It was also discovered that the distal tip of the esheath+ split/tore off while inside the patient's body, but was contained within the esheath+. This damage resulted in trauma to the patient's left iliac. After multiple attempts to add a stent, a surgical cut-down was performed to remove the devices. More than 2 units of blood were given. The torn tip of the esheath+ was recovered on the back table. The patient was in stable condition and left the hybrid operating room. According to the provided device imagery of the esheath+, there was a circumferential delamination of the liner.

Manufacturer narrative:
The investigation is ongoing.

Event description:
According to pre-decontamination observations of the returned devices, there was a distal tip split proximal to the axial score line, approximately 1/8 of an inch in length. Per voluntary medwatch 5178434, a dissection occurred in the femoral and iliac arteries. The stenting was performed in the left iliac artery. A left common femoral artery (cfa) interposition bypass graft was also completed from the distal external iliac artery to the cfa bifurcation, as well as a femoral endarterectomy.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, investigation findings, investigation conclusions and h11 have been updated. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation and the following observations were made: liner fully expanded and distal tip opened (as designed), full circumferential liner delamination approximately 5 inches from distal tip, distal end of liner bunched for approximately 0.5 inches, c-marker band detached and returned separately, minor hdpe (high-density polyethylene) damage on sheath shaft at two locations (approximately 6 inches and 6.5 inches from distal strain relief), distal tip split proximally to axial score line (approximately 1/8 inch in length), and deep scratches along sheath shaft. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3mensio imagery revealed calcification is present in the patient's abdominal aorta, and there is tortuosity, calcification, and undersized sections in the patient's left access vessel. The provided device imagery shows that the liner appears fully delaminated circumferentially and bunched, and the c-marker is fully detached from the sheath. In this case, the complaints of sheath liner delamination, system component separate during use , and distal tip split were confirmed based on the returned product evaluation and provided device-related imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) and/or procedural factors (device manipulation) may have contributed to the reported events. Withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, etc.) Can lead to the system catching onto the sheath liner. The operator may apply high withdrawal forces to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. C-marker band separation can occur when device manipulation is applied to overcome withdrawal difficulty. In addition, it is likely that the sheath distal tip sustained damage during system removal. Retrieving a system with an altered balloon profile, such as the burst balloon, could cause it to catch on the tip, leading to the observed sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.